Event description:
Since tms therapy I have had extreme irritability. I had really bad nausea and headaches after my first treatment and it lasted for months. I have never had motion sickness before but when I was on my way home from tms session I had extreme motion sickness and I have driven over 250,000 miles in my life and even 30 hours straight across the country with no issues, so I am concerned if tms caused this, the motion sickness I'm still very susceptible to, and playing video games after about 10 minutes I am taking over the counter medication for nausea. I feel like dopamine and dopamine receptors are just gone completely, not even the slightest joy in anything anymore. I would like to know if anyone else has experienced this and know if this treatment did do any significant damage to my brain. FDA safety report ID# (B)(4).